Event description:
Customer reported purchasing test strips for his precision xtra blood glucose meter that were expired. The customer reported receiving unspecified readings he was not confident were accurate, and then reported "fading in and out" of consciousness. The customer went to a local hospital where he was diagnosed with hyperglycemia. Exact treatment administered to stabilize glucose levels is not known.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.